Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired with a blue reload. The staples did not form on the specimen side. On the fourth white reload the staples did not go into the tissue, the staples were on top of the cartridge pockets formed. The case was completed by suture with no patient consequence. The device was discarded, but 4 reloaded are available for return.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.